Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inflating the balloon during pretest, the sterile water leaked from the balloon area of the foley catheter.

Event description:
It was reported that after inflating the balloon during pretest, the sterile water leaked from the balloon area of the foley catheter.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual: visual evaluation of the returned sample noted one opened (without original packaging), a 3-way catheter. Visual inspection noted that the balloon was partially inflated upon receival of sample. Deflated balloon passively with in-house luer lock syringe with no cuffing or leaks noted. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under 4 mins with no cuffing or leaks noted from the balloon or the catheter itself. This is within specification, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A device history record review was not required as the investigation was unconfirmed. A reported event is unconfirmed a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.